Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will continue to use pump for insulin therapy; however, a replacement was sent to resolve the issues. There was no reported impact to customer's blood glucose level.